Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 6 years 9 months post implant of this 23mm aortic bioprosthetic valve, it was explanted and replaced with 23mm aortic bioprosthetic valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the reason for replacement was due to severe aortic regurgitation and stenosis. Subsequently, 2 days post implant the patient passed away from other comorbidities. The physician stated that the cause of death was unrelated to our device or implant procedure. Added patient weight. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Filed correction to aware date on supplemental aware date should be (B)(6) 2018, inadvertently left date at (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.